Event description:
Healthcare professional reported left-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a..4, b.3., b.5., b.6., d6b., d.9., h.3., h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening in the anterior side assessed to a fold flaw opening. Additional observations: crease fold observed in the device wear abrasion observed in the device no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side "hole non specific" and "particles in valve." Via an rga form.